Manufacturer narrative:
The report states: legal claim received. No additional information has been received at this time. Update (B)(4) 2011 - litigation papers received. They allege that patient was implanted with a depuy asr hip on his right side on or about (B)(6), 2006. Patient now suffers from difficulty in walking, increased pain in the thigh and groin area, elevated cobalt and chromium levels in his blood, and continues to require ongoing medical care. Doi: (B)(6) 2006 - dor: n/I (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim received. No additional information has been received at this time. Update: on (B)(6) 2011 - litigation papers received. They allege that pt was implanted with a depuy asr hip on his right side on or about (B)(6) 2006. Pt now suffers from difficulty in walking, increased pain in the thigh and groin area, elevated cobalt and chromium levels in his blood, and continues to require ongoing medical care.